Event description:
It was reported that during a lobectomy procedure, the surgeon fired the device on the bronchus and it did not fire any staples. The surgeon sutured closed the bronchus. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation.